Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a failed trial. It was noted that when the patient coughed she had an increase in stimulation then later that evening she had an excruciating pain in her back and legs. The physician decided to pull the patient's leads immediately. The physician believed that no device malfunction was suspected but it was due to the patient has multiple sclerosis.